Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds, high impedance, possible fracture and atrial oversensing which resulted in the device detecting atrial fibrillation (af). The implantable cardioverter defibrillator (ICD) had unexpected longevity. The ra lead was capped and replaced and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.